Event description:
It was reported that a 13.2mm, micl13.2, -10.5 diopter, implantable collamer lens was removed from the eye. "Could not find position for lens" was reported. There was no patient injury. Backup lens was implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
No similar complaints were reported for units within the same lot. Claim # (B)(4).